Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain/discomfort at the ipg site . As a result the ipg was relocated and electively replaced. Issue resolved post operatively.